Manufacturer narrative:
(B)(4). This complaint is for a check lines and bags (clb) alarm. Sample was not returned therefore complaint cannot be confirmed in the lab. Per the complaint information, after the alarm, the patient replaced the cassette however reused the solution bags. From the data within the complaint information, the root cause was not identified. This review found the labeling adequate for the reported user errors in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a check lines and bags alarm that occurred on the home choice (hc) unit during prime. The hp stated they changed the cassette, but not the bags. The technical service representative (tsr) explained that the hp needed to start over with new supplies. There was patient involvement, but no patient injury or medical intervention reported. A follow up was done via phone. The hp stated that she had the alarm while in prime and had not connected. The hp said that the homechoice (hc) alarmed check lines and bags and she only changed out the cassette. The hp had discarded all supplies after therapy, and the lot number is unknown.